Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An obvious decline in the patient's hearing performance was noticed on (B)(6) 2015. A head trauma was denied. Problems with the external devices were excluded. The patient was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. Due to the impedance measurements in the field and the device's condition, it is assumed, that the problems mentioned in the patient report were likely due to reference electrode being embedded in the bone. This is a final report.

Event description:
The patient's parents reported an obvious decline in the patient's hearing performance. An accident or trauma to the head was denied. External components were checked and found to be functioning. The device has been explanted.